Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery remained at 100% for two days despite being in use. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.